Event description:
A pt reported experiencing inaccurate high (low, per reported issue notes) results with an otbo meter. The pt's blood glucose results were 124mg/dl vs. 102 lab. Tests were done within 10 mins with a difference of 33mg/dl. Pt did not experience any adverse events. No further info has been reported.